Manufacturer narrative:
The manufacturer issued a recall notification to the identified customers who received the affected products. Additionally, the manufacturer notified the FDA (B)(4) recall coordinator voluntary recall and gained concurrence of the customer letter prior to its distribution. On 03/17/2015, the voluntary recall was initiated. A manufacturing review was conducted. The lot met all release criteria. The investigation is inconclusive, as the samples were not returned for evaluation. While the investigation is inconclusive, the issue related to the reported product code/lot number combination was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. Section a through d - the info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound breast biopsy into normal tissue density, after collecting the first tissue sample, the device would not rotate and lock on the second rotation. A coaxial was used during the procedure. Another device was used to complete the procedure. There was no report of pt injury.